Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis.

Event description:
It was reported that this and non boston scientific right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of greater than 2,000 ohms resulting in a lead safety switch. The noise was being oversensing and there was pacing inhibition with asystole greater than 2 seconds observed. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this and non boston scientific right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of greater than 2,000 ohms resulting in a lead safety switch. The noise was being oversensing and there was pacing inhibition with asystole greater than 2 seconds observed. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.